Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The target lesion was located in the left anterior descending (lad) artery which exhibited 70% lesion stenosis. The device was not inspected prior to use. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. The procedure was completed with a non medtronic stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for evaluatin. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification, however due to de formation, the stent did not meet the visual acceptance criteria. Deformation was observed on the distal stent wraps, with struts raised. No deformation evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.